Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at medicon due to expire of stock period after visual inspection. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Discarded at medicon due to the expire of stock period after visual inspection.

Event description:
It was reported that although the operator felt a slight resistance during flushing the device, the operator started the infusion of antibiotic using the device. Allegedly after 30 minutes, the alarm of occlusion was issued, but the operator could not confirm any abnormality, so restarted the infusion. Allegedly after 5 minutes, the alarm of occlusion was issued again, so the operator stopped the infusion and flushed the device, and then confirmed the leakage from the device.